Manufacturer narrative:
A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after drawing a patient's blood with a 21 g x 1.25 in bd eclipse¿ blood collection needle with luer adapter, the needle snapped as a phlebotomist was closing the safety shield with her thumb. This resulted in a contaminated needle stick to the phlebotomist's middle finger. The source patient and phlebotomist received post exposure lab work and the phlebotomist also received prophylactic treatment with a "cocktail of drugs". Testing of the patient and phlebotomist is ongoing.

Manufacturer narrative:
Results: as previously reported, a sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6218656. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.